Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose levels. Customer's high blood glucose levels of 24 mmol/l. The customer's current blood glucose level was 7.1 mmol/l. The customer reported that the current blood glucose level was 7.1 mmol/l. The customer treated high blood glucose levels with manual injection. Troubleshooting was performed. The customer was advised to change the infusion set. The customer stated that the tape was not sticking. Product is not expected to return.